Manufacturer narrative:
(B)(4). This report was submitted in order to capture the information reported to us on medwatch report number (B)(4).

Event description:
It was reported that during a right shoulder arthroscopic rotator cuff repair when the surgeon was implanting the healicoil the implant shattered in the patient's shoulder. All the pieces were removed using suction. No significant delay or other complications reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned fully deployed with no implant pieces. A functional evaluation revealed the device functioned as expected. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. A review of the raw material found a material certificate of analysis is required. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.